Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that they were having difficulty getting an MRI because when they tried to use the patient programmer, they weren't able to connect to their implant. They replaced the programmer battery, but that didn't work, and they don't know the last time the device was checked. The patient was redirected to their healthcare provider to further address the issue. Additional information was received on 2024-06-17 they stated that the patient's device is dead and not working, but she cannot confirm it is at eos. The caller states she sees a note from someone at mdt (mark) stating it is safe to scan, and the patient is listed as having had a scan done recently, so the caller is unsure if the device was "fried."